Event description:
We had an issue with our scd sleeves causing an injury to this patient. There was significant (+2/+3) edema noted above and below scd placement, but no edema noted where scds were applied. There was also some bruising and redness noted to areas where scds were applied. The company representative visited and investigated our product. He found the product had a chamber that fills with air but it will not release the air. The sleeves identified with that lot number have been pulled off the shelf and stryker is replacing them. Stryker is doing an investigation on those sleeves prior to issuing a recall.